Event description:
Cooling blanket was plugged into wall. Appeared to be working for about 5 minutes. Heard a loud pop and saw several showers of sparks radiating from underneath the bed. Heard another loud pop and cooling blanket shut off. Small amount of smoke was seen. No burns, flames, or further sparks were seen. Plant operations came to room and upon inspection of equipment a frayed wire was noted. Equipment was tagged and removed from service. No harm to patient noted. Biomed determined that the event occurred as a result of cords getting entangled with the patient bed; and that there was no product failure.